Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a fall and was admitted to the hospital due to severe back pain. The patient was also experiencing discomfort at the implant site. The physician believed that the pain was likely due to a scar tissue which developed at the ipg site.